Manufacturer narrative:
This initial MDR is being submitted as a result of a retrospective review of davols' MDR decisions and the initial decision not to report the event is being revised to reflect updated company procedure. As reported to davol that during a procedure using a ventralight st w/echo the balloon detached from the mesh during preparation (found on the patient's abdomen) and detected after inserting the device into the abdomen. Another of the same device was used to complete the procedure with no harm to the patient reported. Based on the evaluation of the returned sample, and information currently available reasonably suggests that the root cause could be attributed to the ventralight st mesh possibly having been folded/rolled incorrectly (echo ps balloon assembly facing towards). The incorrect rolling and forces applied during preparation in this manner appears to have led to causing the balloon detach from the mesh. The labeling review found that the IFU states that the ventralight st with echo ps should be "polypropylene side out and bioresorbable coated side with echo ps positioning system on the inside". The sample evaluation found evidence of the balloon connectors having been previously connected to the mesh. A DHR review was conducted and found no discrepancies or anomalies during the manufacture of the subject lot, the product met specification and there was no rework that would cause or contribute to the complaint.

Event description:
It was reported that during a laparoscopic procedure the surgeon was preparing the ventralight st with echo ps for insertion through the trocar in which she rolled the mesh and inserted into the abdomen. The surgeon was unaware that the balloon had come free during preparation and initial placement of the mesh. The surgeon noticed it upon seeing the mesh inside the abdomen and noted the positioning balloon was not attached. The surgeon then removed the mesh and used another ventralight st with echo ps to complete the case with no further delays or patient harm reported.